Manufacturer narrative:
Device evaluation summary: the reported battery power supply issue was verified during service. The service technician observed that the storage battery was damaged and it could not supply power when the ac power was disconnected. The issue was resolved by replacing the batteries *2. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console instrument, it was reported that the battery could not supply power. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the lot number of the batteries is 66072 and they were installed since january 2015.